Event description:
C-cc-bt - broken tubing; it was reported that the tubing snapped apart from the transducer before use.

Manufacturer narrative:
Customer report was confirmed. Rec'd (1) complete flotrac kit in open original tray. Kit was not used. Tubing was broken off from solvent bond joint with the female connector (attached to zero-stopcock). Broken tubing was bent near the bond joint.